Event description:
The customer observed false nonreactive alinity I hiv ag/ab results for one sample. The following information was provided: alinity I hiv ag/ab assay: sid (B)(6) (primary tube): initial result on (B)(6) 2025 = 288.86 s/co (serial (B)(6), sid (B)(6) (aliquot tube, not respun): result on (B)(6) 2025 = 0.11 s/co (serial (B)(6), sid (B)(6) (aliquot tube, respun): result on (B)(6) 2025 = 0.11 s/co (serial (B)(6). Xl liaison hiv ab/ag assay: sid (B)(6) (primary tube): initial result on (B)(6) 2025 =138 s/co, sid (B)(6) (aliquot tube, not respun): result on (B)(6) 2025 = 135 s/co, sid (B)(6) (aliquot tube, respun): result on (B)(6) 2025 = 119 s/co. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the alinity I hiv ag/ab assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 69168be00. Device history record review did not identify any non-conformances, deviations, or potential non-conformances lot 69168be00 and the complaint issue. In-house testing of a retained reagent kit of the complaint lot 69168be00 was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing one commercially available seroconversion panel (zeptometrix hiv 9013). The seroconversion panel results were compared to architect hiv ag/ab combo test results (alinity I hiv ag/ab combo is equivalent to architect hiv ag/ab combo as they share the same bulk reagents) provided by zeptometrix and the reagent lot detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I hiv ag/ab assay was identified.

Event description:
The customer observed false nonreactive alinity I hiv ag/ab results for one sample. The following information was provided: alinity I hiv ag/ab assay: sid: (B)(6) (primary tube): initial result on (B)(6) 2025 = 288.86 s/co (serial: (B)(6). Sid: (B)(6) (aliquot tube, not respun): result on (B)(6) 2025 = 0.11 s/co (serial: (B)(6). Sid: (B)(6) (aliquot tube, respun): result on (B)(6) 2025 = 0.11 s/co (serial: (B)(6). Xl liaison hiv ab/ag assay: sid: (B)(6) (primary tube): initial result on (B)(6) 2025 =138 s/co. Sid: (B)(6) (aliquot tube, not respun): result on (B)(6) 2025 = 135 s/co. Sid: (B)(6) (aliquot tube, respun): result on (B)(6) 2025 = 119 s/co. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number: 08p07-32 that has a similar product distributed in the us, list number: 8p07-21/-31, with 510k/PMA/bla number: p090080.